Event description:
Fractured life port catheter. Upon infusion of flush prior to chemotherapy, pt was noted to have pain in left shoulder. According to physician the catheter broke due to an anatomical rub between the clavicle and the first rib.